Manufacturer narrative:
The reported complaint was confirmed by the investigator. The field svc rep (fsr) replaced the end cover assembly on the occluder head. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the end cover assembly to the occluder head was broken. Since the event occurred during preventative maintenance, there was no pt involvement.